Event description:
It was reported that there was a leaking cadd following completion of compounding a 3-day blinatumomab cadd, prepared using three vials. The cadd was filled, checked by a pharmacist, and sealed in a black light¿protected pouch. When nursing staff removed the cadd from the pouch, liquid was observed dripping from the pouch. The cadd and associated ppe (personal protecting equipment) were immediately isolated and placed into a clear garbage bag. Upon triple-bagging and de-identifying patient details the cadd for safe return, one of the compounders observed that the leak appeared to be originating from the line entering the top of the cadd. This suggested the source of leakage is now more clearly identified as the upper line connection. Event occurred at hospital while in use with patient. Operator of device was a health professional. Issue was escalated to quality team or marketing manager. There was no patient harm or adverse event reported. Photo attached.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.